Event description:
It was reported that during a supracervical hysterectomy procedure the coagulation button would not release and had continuous activation. The jaws of the device would not open and the surgeon had to manually pry the device open with two hands; but was able to open it and remove it from the uterus. No burn or tissue injury was reported. They then used another like device to complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: correction of product code the instrument was visually inspected and no issues were observed. The jaws were inspected and cycled and no issues were found with the opening and closing of the jaws. When tested with the generator the activation was inconsistent. The instrument was disassembled and internal wiring was found damaged. The hand activation switch wires were cut under the return contact. The damage to the wires caused the activation issues. There was no continuous activation noted during testing. It is possible that the wires were cut when the device was assembled. (B)(4).